Event description:
This is 3 of 3 reports for patient #3 and linked to mfg report numbers 3004608878-2025-00074 and 3004608878-2025-00083: a facility reported that they attempted to use the mayfield composite series skull clamp with this patient and the rocker arm moved after locked position. They also mentioned that this is the 3rd patient this has happened to since they got the unit, so something is definitely wrong with it. They only notified us of patient #3 but said it happened twice already but did not notify us until now. Unit slipped twice. The rocker arm ¿slipped¿ in lock mode with 60lbs of pressure on torque knob. Additional information was subsequently received as follows: patient impact: did the slippage cause an injury to patient 1 and patient 2? Answer: for all three patients no injury occurred that we are aware of. Procedure impact: did it cause a surgical delay? If yes, how long in minutes? Answer: for the first case- they did not know slippage occurred until after the case was over, for patient 2 and 3- the slippage was witnessed by both staff and surgeon as the patient was being placed into reverse trendelenburg. So, a delay of 15 minutes for both patient 2 and 3 occurred trying to make sure the slippage stopped. What action was taken after the product problem occurred? (E.g. Replacement)? Answer: once the pins are in and set in the headrest, it's hard to reset them once the patient is moving into reverse trendelenburg position. General comment from facility: "the older model mayfield head rest does not have this issue. Just saying that we never had an issue with our older version. And when the new piece arrived, it was inspected and approved for use by [name redacted] our local rep. Meaning it was never tampered with and protocols upon initial inspection were taken."

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the clamp was properly positioned and put under pressure, it did not slip. The unit will be returned to the customer without needing any repairs. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. This will be monitored and trended going forward. At present, we consider this complaint to be closed.